Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd alaris¿ secondary sets experienced component separation, and leakage. The following information was provided by the initial reporter: had chemo running through them at the time of disconnect and have since been discarded. Please note this product issue resulted in a chemo therapy spill and a nurse was exposed, so these disconnections are extremely concerning. The nurses all know to check their lines beforehand and do, but this disconnection issue continues to happen. Skin needed to be cleansed where chemotherapy came in contact with patient and staff skin.

Manufacturer narrative:
The following fields were updated, due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 15-feb-2023. H6: investigation summary: the customer reported, separations from the drip chamber in 4 instances, all on material#: 11448964. There was one sample returned, and the complaint of drip chamber separation is verified. The root cause is insufficient solvent solvent applied, during assembly. The manufacturing plant has a funded project for this material and failure mode, and are working to lower the risk of re-occurrence of this type of failure. Device history record review for model#: 11448964, lot number#: 22059332 was performed. There were no quality notifications issued for the failure mode reported by the customer, during the production build of this set.

Event description:
It was reported, that 2 bd alaris¿ secondary sets experienced component separation, and leakage. The following information was provided by the initial reporter: had chemo running through them at the time of disconnect. And have since, been discarded. Please note, this product issue resulted in a chemo therapy spill and a nurse was exposed, so these disconnections are extremely concerning. The nurses all know to check their lines beforehand and do, but this disconnection issue continues to happen. Skin needed to be cleansed, where chemotherapy came in contact with patient and staff skin.